Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited high impedance measurements greater than 2500 ohms, noise and loss of capture. The patient complained of chest pain and an irregular heart rate. It was confirmed that the patient fell which fractured the lead due to subclavian crush. There are no allegations that the fall was contributed to or caused by the device.

Event description:
Information was later received that this lead was surgically abandoned as it could not be removed. No adverse patient effects were noted as a result of the procedure.